Event description:
Dr. (B)(6), employee from our customer, reported to our sales rep that he was performing a surgery procedure. During this, he observed that the reported device has come loose from the shaft. There was a delay of 30 minutes. The surgery was successfully completed at the end.

Manufacturer narrative:
Add'l info has been requested and if made available, will be recorded in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.